Manufacturer narrative:
(B)(4) notes that the error message referenced in the customer's complaint ("error with 3a") is not an error message that is known to (B)(4). The device has not yet been returned to the manufacturer, so a proper evaluation of the cause of the reported error has not yet been possible. (B)(4) will update this report with new information as it becomes available.

Event description:
Customer states: "patient on pca dilaudid. Pca pumps kept beeping that there was an error with 3a. Pca pumps replaced 3 times and each alarmed with the same error. Turning pump off and restarting did not solve the problem." (B)(4).